Event description:
The identified screw broke off in the l5 pedicle during the attempted insertion process. The l5 pedicle bone was very hard and dense which led the attending physician to predrill a pilot hole. Upon partial insertion, of the screw into the predrilled hole, great resistance was encountered. Subsequently, the surgeon elected to hit the screw with a mallet at which time the screw tip broke off.